Event description:
It was reported that the patient with this implantable device had exhibited infection. A revision was performed and the device along with the right ventricular (rv) lead were explanted. The physician opted to implant a leadless pacemaker. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).

Manufacturer narrative:
As no information was provided and as the serial number of the device is unknown and the device is not returned to be analysis, no conclusion could be established. The event is recovered in our database for trends purposes.